Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reporter listed is (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the pneumatic module assembly (pim) due to excess moisture build-up causing error code 4. The fse calibrated the transducers and verified calibration of the unit; performed function and safety tests and released the iabp unit for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed error code 1 and error code 4, while in use on a patient. No adverse event was reported.